Event description:
It was initially reported that patient underwent a lioresal intrathecal trial on (B)(6) 2013 with positive results. The patient was discharged home without any side effects approximately 4 hours after having the drug instilled. The healthcare provider (hcp) was notified the next day that the patient experienced headache and was slightly nauseous. Per reporter the hcp talked to the patient and handled it. It was added that patient was also on other multiple meds. Additional information received later reported that a csf (cerebrospinal fluid) leak occurred after her lumbar puncture during the trial. Per reporter it was not related to devices, no catheter involved as "this is a known possible side effect to all lumbar punctures". The patient received two blood patches and the issue resolved within three days. It was clarified that the drug was gablofen and not lioresal. Patient had made a full recovery.

Manufacturer narrative:
(B)(4).